Event description:
It was reported that this patient previously had high lead impedance in 2016 and therefore their generator was disabled. The patient was referred for surgery due to the observed high impedance. Prior to surgery, x-rays were taken which showed that the tip of the connector pin could not be seen. During surgery, the lead was pulled and the tip of the lead pin could not be seen. The set screw was loosened and the lead was removed from the connector port. Using the test pin, system diagnostics were performed and the lead impedance was within normal limits. The lead was then connected again where the tip of the lead pin was seen past the connector port. System diagnostics were performed twice and the lead impedance was within normal limits and was stated to be stable. The old generator was explanted due to low battery. The new generator was implanted and was difficult to insert the lead completely. But when the lead was wiped by a wet cloth it was able to be inserted completely. The screw was tightened and impedance was also within normal limits. The explanted generator was discarded at the hospital. No further relevant information has been received to date.

Event description:
X-ray images were provided and reviewed. The x-rays made it difficult to assess if the lead pin was fully inserted into the connector block. No gross fractures were identified in the x-ray images, but a possible sharp angle was identified. The cause of the high impedance could not be identified through the x-ray images provided. Additional programming data was provided and verified that high impedance was first identified on (B)(6) 2016.

Event description:
A physician reported that a patient had high impedance identified on a clinic visit. No further relevant information has been received to date. A review of the device history record for the implanted lead verified that it had passed all quality inspections prior to release for distribution. No known surgical intervention has occurred to date.